Event description:
Related manufacturer reference number: 2017865-2025-17447. It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead was unable to be implanted. Another ra lead was used, and it exhibited an unspecified helix rotation issue. Both ra leads were not used and replaced during the procedure. The patient remained stable throughout.

Manufacturer narrative:
The reported events were unable to implant and a helix mechanism issue. The reported event of a helix mechanism issue was confirmed. A complete lead was returned for analysis in one piece with the helix retracted and clogged with blood / tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix although the inner coil was found to be over torqued at the connector region that could have contributed to helix issues reported in the field. The cause of the reported event was isolated to the over torqued inner coil at the connector region and the helix clogged with blood / tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Electrical testing did not find any indication of conductor fractures or internal shorts. The damage noted is consistent with procedural damage.